Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) exhibited high shock impedance measurements. Upon review, it was noted that the shock impedance measurements had been elevated and rising very gradually. Troubleshooting options were recommended. Subsequently, a revision procedure was performed and the s-ICD system was surgically abandoned and replaced. No additional adverse patient effects were reported.